Event description:
Device 2 of 3 reference MFR. Report# 1627487-2019-02396; device 3 of 3 reference MFR. Report# 1627487-2019-02397. It was reported that the patient was experiencing ineffective therapy. As a result, the scs system was explanted and replaced. Effective therapy was established post-op.